Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation confirms that the distal half of the anchor is broken. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, it was reported that none of the above reasons contributed to this event. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. From the information provided, a root cause for this failure cannot be determined. Based on the 12 month complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that dr. (B)(6) used our tap to make a hole for the 5.5 mm healix br anchor with orthocord. Anchor was fitted into the hole and with the second turn the anchor broke. We used a nebular and the point for the healix all to brake the piece of the anchor that stayed behind out of the shoulder. The surgeon repositioned the hole and used a healix peek anchor to complete the procedure. We had to brake the part of the anchor that was left in the shoulder out. Made new placement sight and replaced with healix peek.